Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported the revision had occurred on (B)(6) 2016. The devices that were replaced would not be returned to the manufacturer for analysis.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 399930, lot# v008985, implanted: (B)(6) 2006, product type: lead. Product ID: 377860 lot# v006264, implanted: (B)(6) 2006, product type: lead.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain and radicular pain syndrome. It was reported that the patient was undergoing a revision due to high impedances. The manufacturer representative had checked the impedances the day of report and a few of the electrodes were out of range. The manufacturer representative later reported that the patient would be having surgery to remove the old system and will get a new paddle lead and battery in replacement. They did not have any information on the cause of the electrodes being out of range. There were no symptoms reported to have occurred.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.